Event description:
It was reported that the pediatric patient implanted with this implantable cardioverter defibrillator (ICD) arrested at home. The device delayed detection and therapy due to an agonal rhythm and withheld therapy because it detected gradual onset and irregular r-r intervals. Cardiopulmonary resuscitation (CPR) was performed. Eventually a 41 joule shock was delivered and converted the patient to normal sinus rhythm. The patient was transported to the emergency room (ER) where a new vf episode occurred and was treated with an external defibrillator. The patient was converted to normal sinus rhythm with pea and subsequently passed away. The physician believed undersensing caused the device to not deliver therapy when required.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pediatric patient implanted with this implantable cardioverter defibrillator (ICD) arrested at home. The device delayed detection and therapy due to an agonal rhythm and withheld therapy because it detected gradual onset and irregular r-r intervals. Cardiopulmonary resuscitation (CPR) was performed. Eventually a 41 joule shock was delivered and converted the patient to normal sinus rhythm. The patient was transported to the emergency room (ER) where a new vf episode occurred and was treated with an external defibrillator. The patient was converted to normal sinus rhythm with pea and subsequently passed away. The physician believed undersensing caused the device to not deliver therapy when required. Technical services reviewed the episodes and available device data in latitude. Lead diagnostics were stable and within normal range. It was noted that the detection enhancements had been reprogrammed after the patient received an inappropriate shock four months prior. The rythmid (rid) algorithm was on at 75% match but was changed to onset/stability. Regarding onset and stability, in order to initiate therapy, it must be either abrupt and stable or abrupt/unstable that becomes stable. The device recorded four untreated episodes on the date of death that were marked as gradual and stable, resulting in an inhibit therapy decision by the device. As the arrhythmia continued, the episode is declared abrupt; however, the rhythm never fulfills the duration criteria so no therapy was delivered. The shock episode was a continuation of the previous episodes where duration is fulfilled and eventually the six out of ten fast beats if sustained such that anti-tachycardia pacing (atp) therapy is delivered. The atp was ineffective and the device quickly redetected the arrhythmia and delivered a 41 joule shock that did convert the arrhythmia. Overall, there was no gross undersensing noted on the rate/sense electrogram (egm). However, there were low amplitude signals that were not sensed as they were likely below the programmed automatic gain control (agc) floor. The rhythm fell in and out of the detection criteria; the rhythm must maintain 8/10 fast beats as well as 6/10 fast beats through the programmed duration and fulfill last in zone (v-detect marker) to initiate therapy. As noted earlier, there was change in the detection enhancement type. It is possible had rid been left on, the device may have treated in those earlier episodes. Based upon the current programmed settings, the device functioned as programmed.